Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007: the patient presented with increasing numbness in hands, legs, and feet; fatigue; and difficulty walking. On (B)(6) 2007: the patient presented with pain, numbness, and weakness as well as an unstable gait. Initial assessment was spinal cord lesion, upper thoracic cord. Further testing was scheduled. MRI of the cervical spine which revealed decreased signal at the c6 level. Multilevel ddd with critical spinal canal stenosis was also present at c5-7. MRI of the brain was normal. The differential based on imaging was thought to be an intrinsic lesion of the cord such as demyelination or neoplasm versus abnormal signal on the cord due to cord compression from discs. On (B)(6) 2007: the patient presented with a preoperative diagnosis of spinal cord signal change on MRI, profound myelopathy, and herniated discs at c5-6 and c6-7. The patient underwent acdf c5-c7 using peed interbody spacers, rhbmp-2/acs, and an anterior plate. Patient did note pain and surgical site and with swallowing. On (B)(6) 2007: the patient was discharged home improved and stable. Cane issued to patient. On (B)(6) 2011: the patient presented with hypertension and difficulty sleeping. Symptoms include headache, visual disturbance, dizziness or shortness of breath. Examination found chest pain and change in sleep patterns. Assessment: insomnia, benign essential hypertension, and alcohol abuse. On (B)(6) 2011: the patient presented for abdominal ultrasound. Impression: fatty infiltration of the enlarged liver. On (B)(6) 2011: the patient presented with loss of appetite and constipation. Assessment: elevated lft's (B)(6) antibody-igm, (B)(6) su face antigen, (B)(6) core antbd-igg/igm, (B)(6) antibody. On (B)(6) 2011: the patient presented for follow up of labs. Examination found weight loss greater than 10 lbs, constipation, nausea and vomiting. Assessment: abnormal weight loss and elevated lft's lipase, amylase, and metabolic panel, comprehensive. On (B)(6) 2011: the patient presented for CT scan of abdomen and pelvis. Impression: intra-abdominal adenopathy. Consider lymphoma in the list of differential possibilities. Intra-abdominal malignancy is not excluded. Clinical correlation advised. Low attenuation of the liver is suspicious for fatty infiltration. Small right renal cystic lesion, too small to characterize. On (B)(6) 011: the patient presented with enlarged lymph nodes. Patient reports deteriorating gait as well as bone pain mainly in his ankles and knees. Patient also reports weight loss, dizziness, vertigo, and weakness. Patient reports abdominal pain. Doctor states he would like to rule out cord compression, but believes this may well be related to cerebellar toxicity from alcohol use. CT of abdomen and pelvis found diffuse fatty infiltration of the liver. An area of low attenuation around the gallbladder fossa likely representing a perfusion anomaly. CT of the chest found fight lower lobe centrilobular tree in bud nodularity, consistent with small airway disease such as bronchiolitis. CT of the head found no abnormalities but did find left maxillary sinus mucosal disease. CT of neck found enlarged lymph nodes but not to the point of suggesting lymphoma. On (B)(6) 2011: patient underwent MRI's of the entire spine. Findings: the cervical spine demonstrates the largest disc osteophyte at c3-4 resulting in mild canal stenosis and moderate bilateral neuro-foraminal narrowing. C4-5, there is posterior disc osteophyte facet arthropathy which results in severe bilateral neuroforaminal narrowing. There's been previous anterior fusion from c5-7. There is an additional disc osteophyte at t1-2. L4-5 and l5-s1, there is large central disc protrusion and resulting in compression on the lateral recess bilaterally. On (B)(6) 2011: doctor stated that the patient's MRI scans of spine are all normal and is unsure what is causing the irregular gait. On (B)(6) 2011: the patient presented for whole body pet scan. Findings: no characteristic findings to suggest fdg avid neoplastic process; incidental findings include left lung atelectasis, maxillary sinus disease, and a likely skin infection in left cheek for which visual inspection is suggested. Mild diffuse marrow uptake is most consistent with anemia. On (B)(6) 2011: pet scan taken showed no evidence of disease. The patient continues to lose weight and have pain in his joints and continues to have gait problems. Doctor states no clear evidence of lymphoma. On (B)(6) 2011: the patient presented with weight loss, joint pain, leg pain, muscle atrophy. Pt was cleared of cancer. Examination found weight loss, muscle pain and weakness. Gait is steppage and unsteady. On (B)(6) 2011: the patient presented with weight loss. Examination found weight loss, joint pain and stiffness, tremors, and depression and mood changes. On (B)(6) 2011: the patient presented for MRI of the brain. Findings: normal brain, para-nasal sinus disease. On (B)(6) 2011: the patient presented with numbness, pain, muscle spasms, and atrophy. The patient states that if he squats down, he has difficulty getting up. The patient notes paresthesias in his upper and lower extremities and has difficulty sleeping. The patient also notes constipation. Examination found changes in weight, trouble walking, headaches, sinus difficulty, indigestion, nausea, difficulty sleeping and easy fatigue. Assessment: upper and lower extremity weakness and numbness, likely primarily related to the presence of myelomalacia in the cervical cord. The patient likely had permanent cord injury when he had the cord compression prior to his surgery. Doctor is concerned that there may be metabolic myelopathy or metabolic neuropathy superimposed on the patient's underlying structural myelopathy. Could be related to poor nutrition versus alcohol intake. On (B)(6) 2011: the patient presented for emg nerve conduction study for upper and lower extremity weakness. Findings: this is an abnormal study. There is electrophysiological evidence for a mild, chronic, c8 radiculopathy in the right upper extremity. Decreased activation can be seen in lesions of the central nervous system, pain, or decreased patient effort. On (B)(6) 2011: the patient presented with complaints of worsening leg pain. Examination found back pain and myalgia and paresthesias and trouble walking. On (B)(6) 2011: the patient presented with complaints of muscle pain and follow up for neuropathy. Patient reports pain all over the body and aggravated by physical activity. Symptoms have no relieving factors. Examination found backache and paresthesias and weakness. On (B)(6) 2012: the patient presented for a follow up after emg nerve conduction study. Study showed a mild chronic c8 radiculopathy in the right upper extremity, as well as decreased activation, consistent with a cervical cord lesion. The patient continues to note body pain, stiffness in his arms and legs, and difficulty walking due to pain. Examination found patient to be in distress secondary to pain. There is diffuse atrophy but predominantly in the hands and feet bilaterally. Assessment: history of cervical myelomalacia is the cause of his current atrophy, weakness and difficulty walking. Also, evidence of mild neuropathy, likely secondary to poor nutrition versus alcohol intake. On (B)(6) 2012: the patient presented with pain and difficulty walking. Patient also reports knee pain. It is reported that the patient was recently in rehab secondary to narcotic abuse. Exam found patient to have a spastic gait. Assessment: patient has history of cervical myelopathy and continues to have neuropathic pain. On (B)(6) 2012: the patient presented with left knee pain. Patient symptoms include knee pain, swelling, stiffness, decreased range of motion and instability. Assessment: arthropathy of lower leg. X-ray of knee was taken and no abnormalities were noted. On (B)(6) 2012: the patient presented for follow up after ER visit for pneumonia. On (B)(6) 2012: the patient presented for an adhd initial evaluation. Patient reports symptoms of short attention span, easy distractibility, poor listening, forgetfulness, careless mistakes, losing things and avoiding mental effort tasks. Psychiatric review found depression and inability to concentrate.

Event description:
It was reported that the patient underwent foraminotomies at c5-6-7, microdiskectomies, using peek spacer with rhbmp-2/acs and a plate from c5 to c7. Post op the patient developed chronic pain and has undergone injections to treat nerve pain.